Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation. This report is a follow-up to medwatch # mw5092008.

Event description:
Name of procedure being performed: ni. Detailed description of event: "gelport for laparoscopic assist had a tear in the seal." Patient status: "no" adverse event. Type of intervention: ni.

Event description:
Name of procedure being performed: ni. Detailed description of event: medwatch was received via mail on 21jan2020 for #: mw5092008. "Gelport for laparoscopic assist had a tear in the seal.." "No" adverse event. Event report type is "malfunction"." Additional information received via email on 27feb2020 from [name]: "this product is not returnable at the facility for it has already been disposed of." Patient status: "no" adverse event. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.